Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ IV catheter had foreign matter in it. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2022. H.6. Investigation: two photos and one sample in open packaging were received by our quality team for evaluation. From the photos, a transparent tape was observed attached on the catheter. There was a black circled mark on the tape which is believed to be the area where the foreign matter is located. However, the foreign matter could not be seen clearly in the photo as the photo was not in a magnified view. The top web packaging information was also provided in the photo. The sample was subjected to visual inspection to check for foreign matter. A transparent tape was observed attached on the catheter. There was a black circled mark on the tape and further review of that area had observed a transparent fiber-like foreign matter sticking on the tape. The transparent fiber-like foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis testing to determine the foreign matter type. The results indicated that the spectrum matches reasonably with a polypropylene compound. A potential foreign matter source could be from the needle cover which is made of a polypropylene material. It is possible that polypropylene foreign matter was discharged onto the linear track due to rubbing of the needle cover against the track during movement. Polypropylene foreign matter might get caught in the needle cover and then attached to the catheter tubing during the needle cover assembly process.

Event description:
It was reported that the bd angiocath plus¿ IV catheter had foreign matter in it. The following information was provided by the initial reporter: "foreign matter."